Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the insulin flow in the bd ultra fine¿ pen needle stopped mid-injection, and another needle was used to finish it. This occurred with 3 pen needles. The following information was provided by the initial reporter: "consumer reported, when taking injection, the insulin flow will stop before its finished dispencing and she has to use a second pen needle to complete dosage. Stated, she does prime before injection 3 pen needles affected".

Event description:
It was reported that the insulin flow in the bd ultra fine¿ pen needle stopped mid-injection, and another needle was used to finish it. This occurred with 3 pen needles. The following information was provided by the initial reporter: "consumer reported, when taking injection, the insulin flow will stop before its finished dispensing and she has to use a second pen needle to complete dosage. Stated, she does prime before injection. 3 pen needles affected".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.